Manufacturer narrative:
The explanted device was not returned to bsc as it was discarded by the facility. A review of the manufacturing documentation for the clik anchor revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient was experiencing discomfort at the anchor site. The patient underwent an explant procedure where only the anchor was removed. The patient is reportedly doing well following the procedure.